Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle anterior/apical pelvic floor repair kit during a procedure on (B)(6) 2009, to treat her pelvic organ prolapse and stress urinary incontinence. Reportedly, post-implantation, the patient experienced injuries and underwent follow-up surgery (specifics and date unknown) to treat her pelvic adhesions and severe pelvic pain, mesh erosion, inability to void her bladder, abdominal pain, and urinary tract infections (specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.